Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 600 mg/dl at the time of hospitalization. Customer stated that she has been hospitalized 5 times, but she does not remember the dates or the blood glucose readings of the others incidents. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.